Event description:
The user reported experiencing frequent occlusion alerts when attempting to administer bolus doses using their insulin pump. These alerts continued despite changing insulin, cartridges, and infusion sets multiple times a day, and even after restarting the pump. There was no reported impact on the customer¿s blood glucose level. Technical support concluded that a pump replacement was necessary, and the user was advised to return the malfunctioning device within 10 days. The customer was notified about the need for replacement and provided with instructions for returning the pump, although they did not share details about their backup insulin therapy.